Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient stated the mobile power unit (mpu) was making a continuous alarm sound. The coordinator was not able to troubleshoot the alarm, and the equipment manager requested the patient not to use that mobile power unit. The mobile power unit was exchanged for a new one, and the old one was sent for repair.

Manufacturer narrative:
Manufacturer¿s investigation conclusion: the reported event of the mobile power unit (mpu) making a continuous alarm sound was confirmed via evaluation. The returned heartmate mobile power unit (mpu) (serial number (B)(6) was inspected at the service depot. The mpu underwent functional testing and passed. The patient cable was replaced as a precaution and forwarded to the product performance engineering (ppe) group. The mpu was returned to the customer site. The forwarded patient cable was connected to a test mpu, system controller, and mock circulatory loop. Upon manipulating the patient cable, no external power alarms activated. Insulation testing was performed and a short to shield with the yellow wire (15 vcc power) was observed upon the manipulation of the cable. The outer layers of the patient cable were removed, and the yellow wire was observed to be damaged. The root cause for the reported event was determined to be due to the wire damage of the mpu patient cable. Device history records were reviewed and showed no deviations from manufacturing or qa specifications. Heartmate 3 instructions for use (rev. C) section 7 ¿ ¿alarms and troubleshooting¿ and heartmate 3 patient handbook (rev. D) section 5 ¿ ¿alarms and troubleshooting¿ cover all alarms (visual and audible), and the actions to take if the issue does not resolve. Heartmate 3 instructions for use (rev. C) section 8 ¿ ¿equipment storage and care¿ and heartmate 3 patient handbook (rev. D) section 6 ¿ ¿caring for equipment¿ explain how to properly care for the equipment, including the mpu and the patient cable. Heartmate 3 patient handbook (rev. D) section 6 ¿ "caring for the equipment" describes how to care for and clean all equipment, including the mpu patient cable. Section 10, entitled ¿safety checklists¿, provides checklists to assist the patient in performing routine maintenance of heartmate 3 lvad, including inspecting the mpu patient cable for damage. This section also informs the user to replace any equipment or system component that appears damaged or worn. The patient handbook and the instructions for use cautions the user to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.